Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a protaper gold file broke during use. As a result the a decision was made to extract the tooth.